Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Requests for additional information are currently in progress. The root cause of this event cannot be determined at this time. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a bioprosthetic valve, implanted for approximately 10 years and 9 months, underwent a valve-in-valve procedure. The failure mode of the pre-existing surgical valve was not provided. An edwards transcatheter valve was implanted. No other information was provided at the time of the reported event.

Event description:
Edwards received notification that a patient with a bioprosthetic valve, implanted for approximately 13 years and 3 months, underwent a valve-in-valve procedure due to severe aortic regurgitation. The failure mode of the pre-existing surgical valve was not provided. An edwards transcatheter valve was successfully implanted. The patient is doing well.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.